Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of the complaint could not be established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device, adhesive on the bending section cover detached. There were no reports of patient involvement.